Manufacturer narrative:
Pump received with no button response due to flattened dome switch on esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Unable to perform any test to confirm low battery alert.

Event description:
The customer reported via phone call that she was getting a low battery alarm. Customer¿s blood glucose level was unknown. Customer stated that they received failed battery alarm. The customer stated that the reservoir was able to lock in place when inserted into pump. The insulin pump will be returned for analysis.